Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a repeated non-recoverable error 40064 occurred. The customer power cycled the system. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported error. The tse walked the customer through a system hard power cycle, but the 40064 error returned. The customer aborted the procedure to another system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced auxiliary video board (avp) due to error 40064. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was returned for failure analysis, and the reported failure was confirmed but not replicated. A review of system logs found error 40064, confirming the fault occurred in the field. A visual inspection found no issues that would be related to the reported failure. The avp was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system was programed and started up without any error. Onsite connection was present and data was uploaded. The system ran 20 power cycles with this board, and it passed. The avp remained on the test system in normal operation for hours; it performed without any errors. The complaint was confirmed based on the field evaluation but was not replicated by failure analysis. Failure analysis concluded that no root cause could be attributed to this issue. However, the cause is likely due to an electrical component failure within the avp.